Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) lead pacing impedance measurements had increased to an unspecified measurement. Additionally, an xray confirmed that both leads were fractured in the pocket area in the location of the first rib/clavical. Loss of capture (loc) was observed on both leads, however, the patient implanted with this device system has a normal sinus rhythm, with no need for pacing. The patient's physician was to determine the patient's indication for pacing prior to intervention. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.